Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal delivery system could not be pushed into the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with no evidence of blood were observed. The loading device was returned with the delivery device, tension spring and seal still inside. The seal is visible through the window of the loading device. The tension spring assembly was observed to be inserted into the delivery tube with the seal extended and fully open in an unfolded position, while in the loading device indicating improper loading of the seal and tension spring assembly. The plunger on the delivery device was not pressed and the blue sliding lock engaged. The delivery device and the seal with the tension spring assembly were pulled out from the loading device for inspection. The tether remained uncut. Microscopic inspection showed a small crack at the end tip of the seal. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.196 in., the outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.46 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure ¿fitting problem¿ was confirmed. The analyzed failure ¿crack/delaminated seal¿ was also confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal delivery system could not be pushed into the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.